Event description:
Patient reported detecting the infusion set was leaky between the infusion set cannula and the self-adhesive for 2-3 months. Patient stated he went to the hospital for stationary treatment from (B)(6) 2011 and then to a different hospital from (B)(6) 2011. Patient reported he went to bed on (B)(6) 2011 at midnight, his blood glucose level was 400 mg/dl and he administered 20.0 units of insulin via the infusion device. Patient stated he felt very sick and threw up. Patient reported a blood glucose level on (B)(6) 2011 at 2:00 pm of 700 mg/dl. Patient's normal blood glucose level was not provided. Patient stated he was taken to the hospital by his partner. Patient reported he recognized the infusion set was leaky. Patient stated his weight has recognized the infusion set was leaky. Patient stated his weight has increased by 10.0 kg. No further information is available. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.